Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a 4" (10 cm) appx 0.89 ml, smallbore trifuse ext set w/3 microclave¿ clear, 2 check valve, 3 clamps (2 white, red), rotating luer was found to have become detached during patient use. The report states that "the customer stated that they have broken trifuse. Trifuse attached to cvl extension became spontaneously detached during mixed venous blood work. Unable to reattach trifuse. New trifuse obtained and reattached to cvl extension without incident." The event occurred in the paediatric ICU (room# 11 at cvl extension site). The defective item was saved. There was no patient harm reported.

Manufacturer narrative:
Received one used device for evaluation. As received, no physical damage or other anomalies observed. Connected the returned trifuse ext set to an approved ICU mating device, no disconnect issue observed. Also verified the male luer to the iso standard gage. Unable to confirm the customer complaint of the trifuse spontaneously detached; unable to reattach trifuse; broken tri fuse. No mating device was returned. One photograph was provided by the customer, unable to confirm customer complaint from the photograph provided. Lot history reviewed; no nonconformities were identified that may have contributed to the reported complaint.